Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on an additional MDR report was filed for this event, please see associated report: 0002648920 - 2020 - 00353.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on an additional MDR report was filed for this event, please see associated report: 0002648920 - 2020 - 00353.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown stem, lot #: unknown. Item #: unknown, unknown liner, lot #: unknown. Item #: unknown, unknown cup, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04939 stem, 0001822565-2019-04941 liner, 0001822565-2019-04942 cup. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient via medwatch. Patient underwent a left tha eleven years ago. Subsequently, the patient states he is suffering from pain, heterotopic ossification and difficulty walking. Patient is also experiencing popping in the hip. Attempts were made to obtain additional information; however, none was available.